Event description:
It was reported that the foley catheter was naturally removed on the 2nd day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment or diagnosis. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with cut inlet tubing. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution leaked into the drainage lumen at the middle of the catheter shaft. This does not meet the specification "cuts, perforations in the lumens are not allowed, the inflation and eyes perforation must not penetrate the drain lumen and must be properly formed." The product caused the reported failure. A potential root cause for this failure could be ¿tubing design (walls not thick enough)¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was naturally removed on the 2nd day of use. Per follow-up information received on 28oct2021, damage to the catheter was unknown, and it occurred during use